Event description:
Customer's girlfriend reports back to back testing on the same meter while using the advantage system with results of hi (>600mg/dl) and 188mg/dl. No quality controls were run. No adverse event reported. Customer ran out of strips; a replacement was sent.